Event description:
A report was received that an ipg revision procedure was performed. The pt reported that the ipg had not worked since being implanted, and the pt also had cramping. The ipg was replaced, and the physician implanted a longer paddle lead. The pt is reportedly doing well.